Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported an aortic cuff separated from the bifurcated device due the low placement of the aortic cuff. The component separation was successfully treated by implanting two aneurx aortic cuffs. The type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.

Event description:
Additional information was received for this case. Currently there is disease progression continued increased aortic neck angulation. The patient did not return for regular follow up appointments. It was reported that a recent CT revealed that the aneurx aortic cuff and aneurx bifurcated stent graft have a type iii endoleak, separation, due to the angulation of the aortic neck. The physician elected to partially explant the stent graft system. No additional clinical sequelae were reported and the patient is fine. The device was returned and the evaluation has been completed. The device was removed during surgical conversion due to a type iii junctional endoleak, with separation of the aortic cuff from the bifurcate caused by disease progression. Details of the patient¿s anatomy at implant were not provided. At the time of implant an aortic cuff was also implanted due to the low placement of the bifurcate. At 22 months the aortic cuff had separated from the bifurcated stent graft, and two aexc282840 aortic cuffs were implanted to resolve the type iii junctional endoleak. The patient did not return for regular follow-up appointments. It was recently reported that CT revealed that the aneurx aortic cuff and bifurcated stent graft have completely separated due to the angulation of the aortic neck, and there is a type iii endoleak. The patient was asymptomatic, but the dis-union was so severe that the decision was made to convert the patient during open repair. The stent grafts were partially explanted; no other stent graft issues were reported during the explant. The patient was successfully converted. From the examination of the returned devices and clinical information provided the cause of the separation between the bifurcate and aortic cuffs, 22 months post-implant as well as most recent, could not be determined. It is likely that the reported angulation of the proximal neck contributed to the separation. The bifurcate was returned with the ipsilateral limb transected at the level of the gate, and a single aortic cuff was returned detached from the bifurcate. The transected ipsilateral limb and the other implanted devices (including two aortic cuffs) were not returned, thereby limiting the extent of the analysis. Multiple stent fractures were observed on rings 1 ¿ 3 of the bifurcate aortic body. Several abrasion holes were also seen on the bifurcate proximal stent graft margin, and a single abrasion hole was observed between rings 2 ¿ 3 of the aortic body. Several abrasion related holes and associated suture breaks were also seen on the distal ring of the aortic cuff. No other integrity issues were observed. Films were not provided; therefore, the in-vivo configuration of the stent graft during the implant duration could not be assessed. The exact cause of these observed fractures, holes and suture breaks could not be confirmed; however, it is likely that the interaction of the stent grafts within the increasing angulated anatomy contributed to these findings.